Event description:
Boston scientific received information that this device was returned to biotronik along with an event description indicating a separation between the active can and the header. The description also indicated a lost of pacing output as the device was removed from the pocket.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. The device was returned with the header lifted off the device case and all feedthru wires severed with the exception of the antenna feedthru wire. There are tools marks on the case and the header. It is concluded that the severed feedthru wires occurred during or post explant as manual lead impedance measurements on the day of explant were normal. The loss of pacing as the device was removed from the pocket was most likely due to severed feedthru wires. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.